Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd micro-fine¿ plus pen needles were unable to attach. The following information was provided by the initial reporter: the user reported that the pen needle did not fit well in the groove and could not be attached to the pen. This occurred in several products.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-apr-2022. H6: investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A functionality test was carried out on the returned sample as per q-sop-183-dl and damage to the hub was observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to misalignment at the pick and place station in assembly. H3 other text : see h10.

Event description:
It was reported that 2 bd micro-fine¿ plus pen needles were unable to attach. The following information was provided by the initial reporter: the user reported that the pen needle did not fit well in the groove and could not be attached to the pen. This occurred in several products.